Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was able to verify the reported issue. This was due to the on/off button dome within the membrane being flat and not springing back to its neutral place, unless it was physically manipulated. The flat dome led to unstable connection to ground on the on_button line, resulting in the device being unable to turn on. The fault could not be replicated when the dome was replaced. Given the damage, this could suggest that the device may have been stored with a weight on the membrane that caused a deformation of the button, causing it to become stuck. However, this could not be confirmed. Alternatively, the device may have been subject to an impact to the membrane. Furthermore, the corrosion identified on the device usb contact collars, screws, membrane tail, on/off and shock button dome and contact pads alongside temperature of 50.9°c recorded on the 7th april 2024 which is above the indicated maximum of 50ºc would indicate that the device had been stored outside of the indicated conditions. The device will be scrapped. The customer will receive a replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.